Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor was analyzed and found to have a broken grip at the top of the main tube. The distal end was missing from the instrument and was not returned. The complaint was confirmed by failure analysis. Additional observations not reported by the site were also identified. The instrument was found to have a broken grip cable at the distal end. In addition, the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing.

Event description:
It was reported that the small grasping retractor was missing a tip. There was no report of patient injury.